Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump usb port was cracked resulting in difficulties charging the pump. Customer's blood glucose level was 126 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.